Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had a severe low blood glucose level that led her to have a car accident. She was the driver at the time of accident. The insulin pump did not alarm and let her know that her blood glucose level was low. The customer was hospitalized on (B)(6) 2017 with a blood glucose level below 20 mg/dl. She was given sugar through an IV at the accident site and saline drip and juice at the hospital. The customer was wearing the insulin pump at the time hospitalization. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The pump was received with all operating currents within specification and passed the functional testing including the rewind, basic occlusion, occlusion, prime, excessive no delivery, self test, unexpected restart and displacement tests. The pump passed the delivery accuracy test. The pump was received with a cracked case at the display window corners and battery tube threads. The pump was received with minor scratches on the display window.